Event description:
During the procedure when inserting the locking screw of aculoc 2, the screw did not fully seat into the plate, and a piece of metal emerged from the screw. The screw was disposed of at the hospital, and device information for the plate (model number, batch/lot number) is unknown. There were no adverse consequences for the patient and no delay in procedure. This report is related to report number 3025141-2022-00162 for the plate involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the screw was discarded by the hospital and not returned for evaluation. Manufacturing and inspection records were reviewed and no anomalies were found.